Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another two to continue the surgery, and the same problem happened again. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: - when did the needles detach or pull off from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During use on the patient. A manufacturing record evaluation was performed for the finished device 100m3k / m650g19 batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.